Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to unknown reasons. It is unknown if the complete system will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a wound opening, which was suspected to be caused by the patient. This crtd system was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device issues that would have made an infection more likely than what is described in the instructions for use for this device as a known inherent risk of the use of this product.

Manufacturer narrative:
Additional information was received from the field indicating the reason for explanting this cardiac resynchronization therapy defibrillator (crt-d) system.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a wound opening, which was suspected to be caused by the patient. This crtd system was returned. No additional adverse patient effects were reported.